Event description:
It was reported that during follow up, the device exhibited post-paced t-wave oversensing. The patient was asymptomatic and did not receive therapy during the event. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.